Event description:
It was reported that after the iab was indwelling for 1/2 hour, the pump's helium loss alarms were noted. Resetting the pump several times did not stop the alarms. The iab was removed and replaced without any complications.